Event description:
It was reported that the syringe flange sensor failure during testing and the alarm will not clear.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and syringe flange sensor was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Service replaced main pc board.

Manufacturer narrative:
Other, other text: additional information was received indicating the event date, updated b3. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were removed, cases were in good condition and there was no visible contamination. Review of the event history log showed an occurrence of "syringe flange sensor failure." Functional testing involved powering up the device and it was found the device exhibited syringe flange sensor followed by a constant alarm during the power up process. The investigation determined that an issue with the main printed circuit board was the cause of the reported issue. The investigation determined the issue was the result of normal wear as the device is more than 15 years old. The printed circuit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.